Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer also stated that they received a new pump but each time they put a battery in it light did not up. Advise to remove the battery. The customer stated that the insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after insulin pump restart. The insulin pump had not been bumped or dropped or exposed to moisture. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected powering off or blank display noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.